Event description:
End user reports he has had 3 uti's within a year while using unknown qty, unknown mu's and unknown lots of gentlecath glide. He caths 3 x a day for bph and bladder dysfunction has been cathing for about a year now.

Manufacturer narrative:
Age: 79 year old. Common device name: catheter, urethral. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted.